Event description:
It was reported that during a transurethral urinary tract stone removal procedure, a single action pump was setup, and a piece of vinyl was found in the lumen of the sealed syringe. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported that during a transurethral urinary tract stone removal procedure, a single action pump was setup, and a piece of vinyl was found in the lumen of the sealed syringe. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a180104 captures the reportable event of foreign material present in the device. The returned irrigation was analyzed, and a visual evaluation noted that the tubing set was free of obvious kinks and the roller clamp was found in an open position. It was also noted that the grommets returned together and there was no evidence of fluid indicating the device was not used. Media analysis was performed from the pictures provided by the customer and shows the irrigation syringe with a foreign matter inside. Microscopic examination was performed, and it was possible to see that there was evidence of foreign matter inside the syringe. Additionally, materials testing analysis and characterization (mtac) analysis determine that the foreign material found inside the syringe was a kind of silicone. Boston scientific concludes that the reported event was confirmed. Based on analysis results, an investigation conclusion code of manufacturing deficiency was assigned to this investigation.